Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 108 mg/dl. The device possibly was exposed to perspiration. Customer was able to clear the alarm, but the buttons were not responding. No further information reported.